Event description:
Healthcare professional reported rupture. Later, healthcare professional reported capsular contracture, baker grade IV confirmed via MRI and ultrasound. This record is for a left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, b6.

Event description:
Healthcare professional later reported breast intact un-reporting rupture. Montelukast prescribed as treatment.